Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a right ventricular perforation occurred with the temporary pacer. Subsequently, the valve was not used for implantation. Additional information was received that the transcatheter valve was not attempted in the patient and the procedure was aborted. The patient was tapped to treat the perforation and was stabilized. The temporary pacing wire was not manufactured by medtronic. The physician did not attribute the perforation to the delivery catheter system (dcs) or non-medtronic (safari) guidewire. Additional information was received indicating that the procedure was aborted after the medtronic dcs had been inserted into the patient.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a right ventricular perforation occurred with the temporary pacer. Subsequently, the valve was not used for implantation. Additional information was received that the transcatheter valve was not attempted in the patient and the procedure was aborted. The patient was tapped to treat the perforation and was stabilized. The temporary pacing wire was not manufactured by medtronic. The physician did not attribute the perforation to the delivery catheter system (dcs) or non-medtronic (safari) guidewire.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a right ventricular perforation occurred with the temporary pacer. Subsequently, the valve was not used for implantation.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.